Event description:
Information received from a consumer patient receiving bupivacaine and compounded baclofen 5000mcg/ml at 2250mcg/day via an implanted pump. Indication for use was noted as intractable spasticity, parkinson's dual, dystonia, and movement disorders. The patient had bupivacaine in the pump due to neuropathy (diagnosed prior to pump). The patient reported that the pump was alarming since (B)(6) 2016. The patient's husband first heard it. The patient stated they heard it twice since. It was a two tone alarm, and "it's not all the time, it's periodically" happening. The patient was not due for a refill until (B)(6) 216. The patient goes in about every 6 weeks for refills. The patient had not been around any electromagnetic interference (emi). The patient's healthcare provider (hcp) was out until (B)(6) 2016 (monday). Additional information received from a hcp via a manufacturer representative. The pump was interrogated and a motor stall was confirmed. The event occurred on (B)(6) 2016. It was noted that elective replacement indicator (eri) was at 23 months. The pump was replaced on (B)(6) 2016. Patient's status at the time of report was noted as "alive-no injury." It was noted that the issue resolved at the time of report.

Event description:
Additional information received from the manufacturer representative. The pump logs were reviewed. Pump logs showed motor stall first occurred on (B)(6) 2016 at 06:31, motor stall recovery occurred on (B)(6) 2016 at 09:32, motor stall occurred on (B)(6) 2016 at 15:10, stopped pump period may exceed tube set occurred on (B)(6) 2016 at 15:10, motor stall recovery occurred on (B)(6) 2016 at 08:29. Then the pump logs shows the next motor stall occurred on (B)(6) 2016 at 12:34. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2016 at 12:34, a motor stall recovery occurred on (B)(6) 2016 at 17:35, a motor stall occurred on (B)(6) 2016 at 05:05, motor stall recovery occurred on (B)(6) 2016 at 07:36, motor stall occurred on (B)(6) 2016 at 8:44, and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2016 at 08:44. The pump system was delivering baclofen 5000mcg/ml at 2249.3mcg/day and bupivacaine 20mg/ml at 8.997mg/day. The physician was not sure if the patient experienced withdrawal symptoms. The cause of the motor stalls was unknown.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. Evaluation conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the battery went and the patient had no problems with the pump. The patient had withdrawal symptoms (fever and spasticity came back) of the baclofen and the pump was replaced with an emergency surgery. It was then stated that the battery died due to normal battery depletion.

Manufacturer narrative:
Recall z-0497-2013 should have previously applied. Event date updated to (B)(6) 2016, when the volume discrepancy occurred at the refill appointment. Device code (B)(4) applies. Patient codes (B)(4) apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-nov-27. It was reported that the patient had a refill on (B)(6)2016. The medications being taken were ¿intrathecal medications, cymbalta 1 capsule once a day, arava 1 tablet once a day, toprol xl 1 tablet once a day, zofran uad, advil 1 tablet as needed, imuran 200 daily, bupivacaine hcl 0.25% solution, baclofen 40000 mcg per 20 ml solution, lomotil 2,5-0.025 mg tablet 1 tablet as needed four times a day, lialda 4g daily, horizant 600 mg tablet extended release 24 hour 1 tablet in the evening with food once a day, vicodin 10/325 tablet 1 tablet as needed 8 hours.¿ assessments included ¿spinal stenosis of lumbar region with neurogenic claudication (primary), parkinson¿s disease, dystonia, chronic pain syndrome, cervical myofascial pain syndrome, and thoracic myofascial strain.¿ past medical history included ¿small bowl crohn¿s, dystonia, parkinson¿s disease, chronic pain syndrome, spasticity, hypertension, and spinal stenosis in lumbar region with neurogenic claudication.¿ there were no known drug allergies. The patient¿s next refill was due on or before (B)(6)2016. The ¿rv is 7.5 ml¿s when should only be 3.8.¿ the patient had pain in the following locations: axial cervical spine, axial low back at lumbosacral junction, and mid thoracic region. The patient was stable and had begun ¿pt¿ and would have the ¿bign aquatic therapy.¿ the patient¿s weight was reported. The patient had a refill on (B)(6)2016. The patient presented with interventional pain follow up, the patient was to discuss therapy progress, and presented for medical pain management. They also presented for intrathecal pump refill. The patient tolerated the refill procedure well. The next refill was due on or before (B)(6)2016. They had pain in the following locations: ¿axial low back lumbosacral junction with le radiation on the left.¿ another refill was on (B)(6)2016 where they would refill the pump on that day and plan a replacement with a 40 ml pump. Due to the pump delivering baclofen, they would proceed with the pump replacement emergently. The pump was refilled, but the ¿motor stall continues.¿ the patient had pain in the following locations: ¿axial low back at lumbosacral junction, with le radiation on the right, with le radiation on the left.¿ the patient had been hearing a two tone alarm and interrogation of the pump demonstrates a critical alarm with pump motor stall and restart with recent pump motor stall again on (B)(6) without restarting. They had increased pain/muscle spasms over the past week. There were no further complications reported/anticipated.